Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. There was reportedly damage to the battery compartment. There was no indication of damage to the battery cap; the battery cap was replaced approximately 4 to 6 months ago and secured tightly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: there was one power on reset event observed in the black box on 2016-04-01. The battery compartment was observed to be cracked on the side from the threads to the cover. The returned battery cap revealed stripped threads and was not able to fully secure to the pump. The reported power on reset was duplicated with the returned battery cap. A new test battery cap secured to the pump. The test cap and was used to complete a 24 hour duration test; there were no power interruptions duplicated. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.